Manufacturer narrative:
During eval, the ge field engineer (fe) found that the customer had removed the leveling shims under the foot pedal controls, allowing the pedal to simulate a float command. The fe replaced the leveling shim in place and verified proper operation.

Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of the condition while loading or unloading a pt. The ensuing instability could lead to a fall.